Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, hypertension and cholecystectomy. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia"). The patient was treated with surgery (hysterectomy full). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: plaintiff fact sheet received. Previously reported unspecified event ¿injury¿ was updated to more specified events¿ abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, and dyspareunia. Patient demographics, medical history, lab data, essure removal date were added. On 01-apr-2020: pfs received: reporter was added, no new clinically significant information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.